Event description:
It was reported that immediately following a successful implant of this device, a 31j defibrillation threshold test (dft) was failed and high right ventricular (rv) lead thresholds were noted the physician performed three more dfts requiring external rhythm conversion. The physician elected to schedule another procedure to implant a new rv lead and potential cardiac array. The device remains implanted and no additional adverse consequences were reported.

Event description:
It was reported that immediately following a successful implant of this device, a 31j defibrillation threshold test (dft) was failed and high right ventricular (rv) lead thresholds were noted the physician performed three more dfts requiring external rhythm conversion. The patient was originally anticipated to undergo another implant procedure of a new rv lead and a potential cardiac array, but the physician elected to continue with normal follow-ups and leave the system implanted. No further dfts nor a lead revision procedure was performed. The device remains implanted and no additional adverse effects were reported.